Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 3mm. There was nothing affecting expansion of the 27mm navitor vision valve, or difficulty experienced implanting the valve. A post-implant balloon aortic valvuloplasty (bav) was performed using a 24mm non-abbott device due to moderate perivalvular leak (pvl), and reduced to mild pvl after the intervention. Post-procedure, it was noted that the patient experienced syncope and an onset of a third degree atrioventricular block. The decision was made to implant a permanent pacemaker. The cause of the patient's syncope and complete heart block attributed to the 27mm navitor vision valve interacting with sub-annular anatomy and the post-implant bav. The patient was discharged at the time of report.

Manufacturer narrative:
An event of paravalvular leak (pvl), heart block, and syncope was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Information from the field indicated that the valve appears to be correctly sized based on provided dimensions, no anatomical or tissue/calcium interference affecting expansion was noted, there were no deployment difficulties noted, and the implant depth was 3mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the patient had a history of recurrent syncope and 1st degree atrioventricular block. The implanting physician believes the interaction of the navitor with subannular anatomy and the execution of the postdilatation contributed to the patient's syncope and complete heart block. The implanting physician believes the final aortic root angiography after postdilatation contributed to the pvl. Based on all available information, a cause for the reported pvl could not be conclusively determined. The reported heart block and syncope appear to be related to a combination of procedural conditions and patient condition. The reported surgery, hospitalization, and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
An event of paravalvular leak (pvl), heart block, stroke, and syncope was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Information from the field indicated that the valve appears to be correctly sized based on provided dimensions, no anatomical or tissue/calcium interference affecting expansion was noted, there were no deployment difficulties noted, and the implant depth was 3mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the patient had a history of recurrent syncope and 1st degree atrioventricular block. The implanting physician believes the interaction of the navitor with subannular anatomy and the execution of the post dilatation contributed to the patient's syncope and complete heart block. The implanting physician believes the final aortic root angiography after post dilatation contributed to the pvl. Based on all available information, a cause for the reported pvl could not be conclusively determined. The reported heart block and syncope appear to be related to a combination of procedural conditions and patient condition. A cause for the reported stroke could not be conclusively determined. The reported surgery, hospitalization, and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the 27mm navitor vision was actually implanted on (B)(6) 2024. On (B)(6) 2024, the patient had discrete weakness of the right arm and leg. The decision was made to administer the patient aspirin. On (B)(6) 2024, it was noted via a cranial computed tomography scan that the patient had mild hemiparesis on the right side. The decision was made to place the patient in rehabilitation. The decision was discharged with a word finding disorder at the time of report.